Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle combo had difficult plunger movement with use of testosterone. The following information was provided by the initial reporter: "finding plungers hard to move using with testosterone."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H.6. Investigation summary: three 3ml syringes with needles in blister packs from batch 5084699 (p/n 309575) were received and evaluated. Two of the packages were opened and one was reported as used. The unused syringe was visually inspected and a smooth uniform coating of silicone (lubricant) was observed with no defects. One of the syringes was in a fully sealed blister pack and will be tested for plunger rod movement force. The unused syringe was tested for plunger rod movement force. The measured results of the plunger movement force were acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle combo had difficult plunger movement with use of testosterone. The following information was provided by the initial reporter: "finding plungers hard to move using with testosterone."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle combo had difficult plunger movement with use of testosterone. The following information was provided by the initial reporter: "finding plungers hard to move using with testosterone."